Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a power flush. The cse discovered that the vent 1 position on the integrated multisensor technology (imt) module and drain for the imt probe were clogged. The cse cleared the clog and ran precision testing and quality controls, which resulted within range. The cause of the discordant, falsely low na and cl results was a clogged imt module. The instrument is performing according to specifications. No further evaluation of the device is required.